Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and peripheral neuropathy. It was reported the battery was dead and overdischarged. A power on reset (por) was also reported. The patient needs an MRI and has not used the therapy in over 2 years. The patient received a pump and decided to start using the stimulation therapy. No actions were taken to resolve the overdischarge because the patient was satisfied with the pump. The rep stated the issue was resolved. No symptoms or further complications were reported.